Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal exhibited white foreign material in the air/water channel. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned, and an evaluation was completed. During inspection, olympus found white foreign material in the air and water channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The cause of the foreign material remaining in the device was unable to be specified since it was unknown if there were any deviations from the instruction manual in the reprocessing steps at the material residue point. It was confirmed that no physical damage was found at the location where the foreign material remained. The suggested event is detectable and preventable by handling device in accordance with the following instructions for use (IFU). IFU states the detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 "preparation and inspection". IFU states the preventive measure in evis lucera gif/cf/pcf/sif type 260 series: reprocessing manual chapter 3 "cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.